Manufacturer narrative:
No device returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path, during follow up particles were reported in the water chamber and sinus issues were also reported. The patient reported using an ozone based disinfection device. There was no allegation of serious or permanent harm or injury. After the third attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, the manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Evaluation method code grid, patient outcome code, evaluation results code grid, and conclusion code grid was updated.